Event description:
Reported by ICU nurse manager that on various occasions, the smiths level 1 hotline fluid warming set accumulates large amounts of air in line. Manufacture rep notified, l-10 gas vents recommended for nurses to attach to the warming fluid set for filtering the line. Per unit nurse, the filter does not seem to minimize the air accumulation. Informed manufacture rep (B)(4).